Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -9.00 diopter, in the patients right eye (od) on (B)(6) 2020 as a replacement lens, see MFR report # 2023826-2020-00407 for initial lens. The reporter indicated post-op, the patient had loss of visual acuity. To date, the bcva has not increased but vault is better. The lens remained implanted.

Manufacturer narrative:
Corrected data: d4: serial # (B)(6). Claim # (B)(4).